Event description:
Caller reported that the insulin gauge on their pump displayed an amount different than expected, with a discrepancy greater than 30 units. Despite this, there was no adverse impact to the customer¿s blood glucose level. Customer experienced this issue approximately 100 times over the past six months, including five times on the day of the report. To resolve this, the pump was replaced, and the customer was instructed to use manual daily injections as backup therapy. The problematic pump was to be returned to tandem using a pre-paid label, and the caller understood how to put the pump into storage mode before returning it.